Event description:
During the procedure, an audible click was heard as the handle was turned; however none of the bands fired. Rep states dr is experienced with product. The procedure was completed with a competitor's product.